Event description:
It was reported that the stent was advanced and deployed in the proximal to mid "lad". During deployment, the stent delivery system (sds) ruptured at 15 atm and a dissection occurred proximal to the stent. The sds was removed, another balloon was used for post-dilatation and another stent was placed in the proximal artery to treat the dissection.